Event description:
On (B)(6) 2011, the patient reported he changed the insulin cartridge last night and the new insulin cartridge contained 296 units of insulin. At 1:00am, his blood glucose measured 240 mg/dl and he bolused 6 units of insulin. The infusion device beeped and vibrated to confirm the bolus was programmed. When he woke up this morning, the insulin cartridge contained 294 units of insulin and his blood glucose measured 400 mg/dl. The 6 unit bolus at 1:00am had not been deducted from the cartridge volume. He reviewed the alarm history and no alert/error messages had been displayed. He reviewed the bolus history and the last bolus was on (B)(6) 2011 at 7:53pm for 3 units. He stated there are small champagne bubbles in the insulin cartridge when he changes it. He was advised to always prime air from the system. His normal blood glucose level is 140 mg/dl. He switched to his backup infusion device and bolused to lower his blood glucose to his normal blood glucose range. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.